Event description:
It was reported that pacing low impedance issue was observed on the ra lead. During the lead procedure, partial lead fracture issue due to clavicular crush was observed on the ra lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable post procedure.